Event description:
A nurse reported that during surgery, the probe would not cut. There was no harm to the patient reported.

Manufacturer narrative:
No sample has been received and no lot number was identified with this complaint; therefore, the device history record for this complaint could not be reviewed. Root cause is unknown. (B)(4).